Manufacturer narrative:
Per the instructions for use, valve stenosis is a potential adverse event associated with the tavr procedure and the use of the edwards thv devices. Per the valve academic research consortium (varc), valve stenosis can result from a number of factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma (cardio-pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. In this case, the cause for the valve stenosis could not be determined. However, post valve deployment the valve area measured 0.9 cm² indicating the initial result may have been suboptimal. In addition, progression of the patient¿s disease processes may be a contributing factor. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported through the partners iib clinical trial, four years post tavr procedure during a follow up visit for a recent fall, echo revealed severely thickened leaflets, leaflet restriction, aortic stenosis with a peak gradient of 74mmhg, mean gradient of 47mmhg and a valve area of 0.7cm&#11168;additional information provided by the hospital medical records revealed a tee taken on month later showed the leaflets appear thin at the tips, with restricted motion of the base of the leaflets. There were tissue density echoes filling the neo-sinuses of valsalva most consistent with thrombus. There was severe aortic stenosis, a peak gradient of 59mmhg and a mean gradient of 27mmhg, severe aortic valve leaflet thickening and severe leaflet restriction. The patient was admitted for a planned valve-in-valve tavr procedure. A 26 sapien 3 valve was deployed with the existing valve via left femoral access. Tee following valve deployment showed excellent valve position and function with no significant ai. The patient was successfully extubated in the room and remained hemodynamically stable after the procedure with no vasopressor support. Pod 36 tte revealed a peak gradient of 32.5mmhg and mean gradient of 18.1mm. Review of serial echo (medidata) revealed at 30 days, the aortic valve peak gradient was 32mmhg, the mean gradient was 18mmhg with a valve area of .91cm², no pvl or cai. At 1 year post tavr, the aortic valve peak gradient was 40mmhg, the mean gradient was 24mmhg with a valve area of 1.8cm², no pvl or cai. At 2 years post tavr, the aortic valve peak gradient was 39mmhg and the mean gradient was 22mmhg with a valve area of .52cm², no pvl or cai.